Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had an instability/dislocation one month after primary surgery. The revision surgery was performed on (B)(6) 2019. Patient ID: (B)(6)".